Event description:
It was reported that the user experienced a dexcom g7 continuous glucose monitor (cgm) ¿brief sensor issue¿ alert and subsequent loss of cgm signal to the ilet after two days of use, prompting education on the alert meaning and a decision to replace the sensor per troubleshooting guidance. No adverse clinical symptoms reported. Outcomes included no impact beyond loss of connectivity between the cgm and the ilet and replacement of the sensor. User support included review of device alerts and user education on troubleshooting. Investigation of this case revealed a transient cgm sensor performance issue and signal loss limited to the ilet interface, with no ilet hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a temporary cgm sensor communication or performance anomaly.

Manufacturer narrative:
Initial.